Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. A digital cine angiogram was received with the complaint. The cine imaging run is labeled rao 39, caudal 7, run 10. The imaging consists of a subtracted view of the contrast injected through an indwelling sheath in the patient's lower extremity. There are no right or left markers visible in the imaging run. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.

Event description:
It was reported that a 6f angio-seal sts plus was deployed post diagnostic procedure. A pre-insertion angiogram was performed and the entry area was not scarred or fibrotic. There was no peripheral vascular disease at the puncture site. The artery was estimated to be 6mm. The next day, the patient coughed strongly and developed a retroperitoneal hematoma which required a blood transfusion. The patient was still hospitalized and had a low hematocrit; however was reported to be fine.